Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was hospitalized for community-acquired pneumonia localized in the left lung, on the same side as sensor implant, and presented with an elevated white blood cell count. The patient was diuresed during treatment. The patient was treated with antibiotics including vancomycin and primaxin, and was also provided with robitussin and a nebulizer.

Manufacturer narrative:
No device analysis results are available because the device remains implanted